Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. The suture broke during the procedure. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
Product complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information an empty labeled winding former was returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause; therefore, the reported failure could not be evaluated.